Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The pediatric patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The diabetic nurse reported that the day of the event the patient ¿overtreated¿ for hypoglycemia, which she discovered after taking a fingerstick. The patient then self-treated again (no treatment specified) when she realized ¿the blood glucose values had gone the other way.¿ no specific cgm nor blood glucose readings were reported from the event. The patient ¿felt the sensor was not reading correctly,¿ but according to the reporter, the blood glucose test was done only after treatment for hypoglycemia, and it was difficult to confirm if there were inaccurate cgm readings because of that. After the unknown self-treatment, the patient experienced reduced consciousness, and an ambulance was phoned by the mother. The patient was brought to the hospital with hypoglycemia. At the hospital, no inaccuracies were noted, but it was discovered that the patient was hypo unaware as when both the cgm and blood glucose reading were low, she was without symptoms. No specific treatment was reported from the hospital, and it is not known how much time the patient spent at the hospital. During the report, the diabetic nurse mentioned that the mother was ¿now testing,¿ and that the cgm reading was lower than the blood glucose reading, but it was unknown if this was regarding the same event or sensor session, and no further details were reported regarding this. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). MDR 3004753838-2024-212734 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review it was clarify that the patient just came home after having visited the hospital. The patient would have been reading low for hours during the night on the cgm reading, but when fingersticks were taken, the blood glucose reading was ¿ok¿. No symptoms were reported, and no treatment was needed. The event that was reported regarding the hypoglycemia and hospitalization, was documented in (B)(4). It was determined that the patient allegation does not meet the criteria of a reportable event. No additional patient or event information is available.